Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with thermocool smarttouch sf catheter and a coagulum issue was observed. While ablating in the left atrium, impedance spikes were seen on the smartablate generator. The catheter was removed from the patient and char and coagulum were noticed on the tip of the thermocool smarttouch sf catheter. They confirmed it was irrigating properly and that the correct catheter was selected on the smartablate generator. The catheter was replaced to continue the case. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The impedance spikes were assessed as non MDR reportable. Since the user-defined cut-off was not exceeded, the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote. The char issue was assessed as non MDR reportable. Char is a physical phenomenon of radio frequency (rf) energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. The coagulum issue was assessed as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) procedure with thermocool smarttouch sf catheter. While ablating in the left atrium, impedance spikes were seen on the smartablate generator. The catheter was removed from the patient and char and coagulum were noticed on the tip of the thermocool smarttouch sf catheter. They confirmed it was irrigating properly and that the correct catheter was selected on the smartablate generator. The catheter was replaced to continue the case. There was no patient consequence reported. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 12-dec-2024. Following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual inspection revealed char/thrombus residues in the dome section. Additionally, a bent condition was found in the dome no sharp edges. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since char/thrombus residues were found in the dome, this failure could be also related to the high impedance issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the char/thrombus residues and bent condition could be related to the usage of the device during the procedure; however, this can not be conclusively determined. The bent mark observed in the dome section was not related to the reported event. The instructions for use (IFU) contain the following information: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07)/investigation conclusions: cause not established (d15)/component code: dome (g04046) were selected as related to the biosense webster inc. Analysis finding of the "bent condition was found in the dome". Investigation findings: contamination of environment by device (c1503)/investigation conclusions: cause not established (d15)/component code: dome (g04046) were selected as related to the customer¿s reported "char" issue. Investigation findings: problem due to thrombosis activation (c010604)/investigation conclusions: cause not established (d15)/component code: dome (g04046) were selected as related to the customer¿s reported "coagulum" issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).